Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up properly. Upon troubleshooting, the fse found 220volt l2 circuit breaker was tripped, the fuse f23 was damaged. To resolve the issue, the fse replaced damaged fuses and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.